Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced diminished/loss of therapy and x-rays confirmed that both the l1 and l2 leads migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy restored.